Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cardiovascular accident (stroke) das system. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 565.1 mcg/day. It was reported multiple motor stalls occurred. The patient experienced baclofen withdrawal symptoms and was admitted to the emergency room (ER). The representative did not know the ER date. The motor stalls were identified during a routine refill. The pump was scheduled to be replaced on (B)(6) 2017. Elective replacement indicator (eri) was estimated at 3 months. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Pump logs provided by the representative showed a total of 8 motor stalls starting (B)(6) 2016 with no recovery noted for the last stall on (B)(6) 2017. Additionally, there were 3 separate incidences of stopped pump may exceed tube set messages. The longest stall was the last one (not recovered), and the shortest stall was 10 hours and 25 minutes. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).